Manufacturer narrative:
The suspect medical devices have not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical devices are returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral bladder neck incision (bni) procedure, the rollers of two hf resection electrodes from different lots broke off and fell inside the patient. However, no fragments remained inside the patient since they were reportedly retrieved. The intended procedure was successfully completed with a third hf resection electrode and there was no report about an adverse event or patient injury. This is report 2 out of 2.

Manufacturer narrative:
Correction: device available for evaluation? Device evaluation: there was no device returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot numbers of the hf resection electrodes without showing any abnormalities. Furthermore, it was reported that the electrosurgical generator was used with incorrect settings. It was suspected that these settings were a little aggressive which probably caused the breakages. Therefore, this event/incident was attributed to use error. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the recommended settings of the electrosurgical generator and retrained to correctly use the olympus medical devices.